Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. The meter result was allegedly 7.7mmol/l compared with another meter reading of 5.9mmol/l, performed within 30mins of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014).the lay user/patient¿s test strips and meter have been returned on 06/18/2014 and 06/25/2014 respectively, and evaluated by lifescan product analysis on 07/15/2014 and 07/17/2014 respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.